Manufacturer narrative:
Correction: please retract this report 2017865-2024-61362 as additional information received indicates that the device should not have been reported.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right ventricular (rv) lead exhibited an helix mechanism issue resulting in a retraction problem. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.